Event description:
We received a report that after an zct toric intraocular lens (iol) was implanted in the patient's right eye, his visual acuity was limited to 20/80. The surgeon noted that he was unable to verify the position of the iol due to the patient's miosis. In follow up it was learned that the iol was re-positioned and the patient is very happy with his visual acuity. The initial positioning of the iol was incorrect due to a calculation error by the surgeon. The date the iol was repositioned was not provided.

Manufacturer narrative:
Date of event: date of reposition is unknown. Explant date: n/a; device remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2014. All pertinent information available to the manufacturer has been submitted. Placeholder.